Event description:
It was reported that the balloon cracked. A 3.0x40x150 sterling balloon was selected for use in a stenosed lesion. During inflation, the balloon cracked. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.